Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles in device inner surface and one linear opening. A leak test and microscopic analysis were performed which identified: one opening sharp and other nick. A dimension measurement in the shell was performed which identified the shell thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side posterior assessed as unidentified (tear) opening, and nicks and others assessed as non-penetrating nicks. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side implant deflation. Device remains implanted.